Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level as it did not exceed critical thresholds during these events. To resolve the issue, the customer frequently changed the infusion set and cartridge and resumed insulin. Despite these actions, the occlusion issues persisted, leading to a request for replacement supplies, which was fulfilled by customer technical support.